Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted december 23, 2019.

Manufacturer narrative:
This report is submitted on 25 november 2019.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head injury. The implanted device remains.